Event description:
Event description guidant received information that this implantable pacemaker (ipm) was exhibiting atrial lead impedances >2500 ohms in unipolar and bipolar modes. The set screws were checked and found to be tight at the revision procedure. The set screws were loosened, the leads were tested, with normal results. The leads were reinserted into the header with normal impedances obtained. The system is now functioning appropriately.